Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. The pt reported that while standing in a room with an MRI machine, her scs therapies spontaneously turned on. The pt indicated the stimulation amplitude felt high but was tolerable. Unfortunately, the pt did not have her device magnet or pt programmer with her and could not disable the therapies. The pt indicated she would turn the stimulation off once she was at home and would follow up with her physician if she had any more issues. No pt complications were reported as a result of this event.